Event description:
The pt reportedly experiences a shock and hears a loud pop and loss of sound while attaching the external equipment to use the cochlear implant. The pt has inconsistently used the device due to pain. External equipment has been exchanged. However, the reported problem was not resolved. Additional testing was not attempted due to pt's discomfort. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.